Event description:
It was reported that patient underwent a knee ligament procedure utilizing interference screws on (B) (6) 2010. During the procedure, two screws were reported to have fractured. The fragments of one screw and part of the second screw were removed, however, the tip of the second screw remains within the patient's knee. A smaller screw was implanted to complete the procedure. No further information has been received to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned fragment found that the fracture appears consistent with failure due to torsional overload.